Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync logs on devices reported that to unable to ping server. A technical support specialist informed the customer who relayed information to it and the it rebooted the server and it resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients that were not crossing over from server to pyxis. The customer reported that the station was not communicating due to all order, inventory and patient not cross over and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Supplemental MDR no. 2016493-2025-71889_supplemental1 was submitted to recall MDR no. 2016493-2025-71889 as determined to be caused by the server and no real impact to the station. Hence 2016493-2025-71889 was recalled and considered as non-reportable.